Event description:
The information previously reported about the torque wrench not applying enough torque and not tightening properly so they have gone back to using a hex wrench was incorrectly reported on this manufacturer report because it was reported by a different doctor. Reference manufacturer reports number 3004209178-2013-12179 and number 3004209178-2013-12180 for further information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp attempted to tighten a 3778-60 lead into the 37714 ins using the torque wrench that came in the ins package, but was unable to tighten down the lead. The hcp stated that he heard the click and tightened a few more clicks, but when he then tugged the lead the lead came out of the ins. A new ins was used and it was noted that the second ins had the same issue, but it resolved after several attempts.

Event description:
It was later reported the torque wrench was not applying enough torque to keep the lead in the implantable neurostimulator (ins). It was stated the neurosurgeon thought the torque wrench was not tightening properly so they have gone back to using a hex wrench and hadn¿t had any other issues.

Manufacturer narrative:
Analysis of the ins model 37714, serial (B)(4), found no anomaly. Analysis of the wrench model unknown serial unknown found no anomaly. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, product type lead product ID: neu_ptm_prog, product type programmer, patient product ID: neu_wrench_acc, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.